Event description:
A user site reported that six central stations (cic's) rebooted at approximately the same time. No injury was reported. This is the fourth of six reports. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.